Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("persistent bleeding") in a (B)(6) female patient who had essure (batch no. A14900) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 2 ((B)(6)1992, (B)(6)2012). Previously administered products included for birth control: ortho-novum; for an unreported indication: prenatal vitamins from 1991 to 1993. Concurrent conditions included vaginal infection, post coital bleeding, vaginal irritation, seizure, concussion, bronchitis and gerd. Family history included high cholesterol (paternal side) and stroke (maternal grandmother). Concomitant products included norethisterone (micronor) for birth control. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2015, the patient experienced urticaria ("rashes or skin conditions type: hives"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("pain low back"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain") and abdominal pain ("side pain"). The patient was treated with surgery (on (B)(6)2015 nova sure endometrial ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, pelvic pain, vaginal haemorrhage, urticaria, nausea, dysmenorrhoea, back pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, genital haemorrhage, menorrhagia, nausea, pelvic pain, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff need for additional surgery. She did not claim that essure worsened a previously existing injury/condition. Mr- 3 trailing coils on each side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion; on (b)(6 ultrasound scan vagina - on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 27-feb-2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia),rashes or skin conditions type: hives, nausea, dysmenorrhea (cramping), pain low back, side pain", reporter, lot number, historical condition added from pfs. Historical and concomitant condition added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("persistent bleeding") in a 38-year-old female patient who had essure (batch no. A14900) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 2 ((B)(6) 1992, (B)(6) 2012). Previously administered products included for birth control: ortho-novum; for an unreported indication: prenatal vitamins from 1991 to 1993. Concurrent conditions included vaginal infection, post coital bleeding, vaginal irritation, seizure, concussion, bronchitis and gerd. Family history included high cholesterol (paternal side) and stroke (maternal grandmother). Concomitant products included norethisterone (micronor) for birth control. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain ("side pain"). In 2015, the patient experienced urticaria ("rashes or skin conditions type: hives"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("pain low back"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pain"). The patient was treated with surgery (on (B)(6) 2015 nova sure endometrial ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, pelvic pain, vaginal haemorrhage, urticaria, nausea, dysmenorrhoea, back pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, genital haemorrhage, menorrhagia, nausea, pelvic pain, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff need for additional surgery. She did not claim that essure worsened a previously existing injury/condition. Mr- 3 trailing coils on each side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2013: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2012: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-jul-2018: quality safety evaluation of ptc incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.